Event description:
The pt reported that he passed out at the gym due to low blood glucose. He was taken to the hosp where he passed out again with bg reading of 43 mg/dl. At the hosp a bg meter comparison was performed. The pdm meter would read 100 points higher than the hosp's meter. He stayed in the hosp for 3 days before being released. He did not provide any further info regarding the hospitalization or his treatment.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the pt's hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.